Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp0282 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "customer was placing a midline and the handle of the peel away introducer broke off. The peel away was not completely apart when the handle broke." No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a detached handle is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer was provided for evaluation. The grey sheath has been fully peeled and split. One of the orange handles is detached from the grey sheath material. The characteristics of the handle material could not be inspected from the image provided. Based on the description of the reported event and photo provided, possible contributing factors include damage during handling and application of uneven forces during peeling. Since the handle is observed to be detached, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "customer was placing a midline and the handle of the peel away introducer broke off. The peel away was not completely apart when the handle broke." No other information provided.